Event description:
The device was used during a partial gastrectomy. The device fired an incomplete staple line as well as malformed staples. Case was completed with hand suture. Or time was extended longer than an hour.